Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was displaying a hardware failure message and was unable to open the drawer, with an error indicating to clear the obstacle and try again. The field service engineer (fse) arrived onsite and identified that the main full-height drawer 4 had failed to close. The fse utilized the health status viewer to determine the exact failure condition and station location, as the initial report indicated a compartment issue within a controlled substance safe. The fse found that an older style inner sensor was missing a magnet and replaced it with the current approved part. The fse was unable to access the credential management system at the device location; however, since the issue was related to the inner sensor, no extensive diagnostic testing was required. The fse confirmed that recovery of the affected drawer restored functionality to the satisfaction of the customer. Further inspection of the remaining hardware revealed that full-height drawers 5 and 6 were still using the older style inner sensors, which were proactively replaced with the current parts due to limited accessibility at the location. The fse also verified that the battery was in good condition with documented replacement and confirmed that all system software was up to date. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open and displayed an error message as "clear the obstacle and try again". The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.